Manufacturer narrative:
The device history record was performed to review and confirm the sterility of the ipg and lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Related MFR report: 1627487-2020-32620.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 1627487-2020-32620. It was reported the patient experienced an infection. The patient was started on antibiotics. Cultures taken were positive showing staph aureus. Subsequently, the patient's scs system was removed without complications, and the patient continued with antibiotics.